Manufacturer narrative:
The device history record ( DHR) of lot number 6872484 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device, or on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior view. Leak testing was performed in accordance with mentor procedures and one leak site was detected; a rent measuring less than 0.1 cm discovered within the crease on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. With the information provided, the product evaluation team concluded the capsular contracture in the patient¿s right breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4)

Event description:
It was reported that a patient underwent primary breast reconstruction with a mentor smooth round moderate plus profile 325cc saline prosthesis. The final fill volume was 330ccs. On (B)(6) 2018 baker¿s grade ii capsular contracture and deflation were observed. As a result, the prosthesis was replaced with a 375cc mentor memorygel breast implant on (B)(6) 2018.